Manufacturer narrative:
No medical records have been made available to the manufacturer. Medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port catheter had detached and migrated (location unknown). It was further reported that the device was removed by interventional radiology. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned and no medical records were provided for evaluation. However, five images were provided for review. Based on the images provided, a port-a-cath was demonstrated in the right lateral upper quadrant of the chest at the level of the lateral aspect of the fifth rib. The identity of the port-a-cath cannot be confirmed. The port-a-cath catheter lock and small proximal segment of the catheter remained attached to the port-a-cath; however, the remaining portion of the catheter was detached. A semi radiopaque density was located at the level of t9 of the thoracic spine extending over the right lower lobe of the lung to the diaphragm; however, due to the high density of the abdomen the distal end of the port-a-cath catheter could not be determined. Therefore, based on the image review, the investigation is confirmed for catheter break. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and damaged during placement; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that a port catheter had detached and migrated (location unknown). It was further reported that the device was removed by interventional radiology. The patient status is unknown. .

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI plastic lowprofile port with 6.6fr silicone catheter was returned for evaluation. Image review concluded a port-a-cath was located in the lateral upper quadrant of the chest at the level of lateral aspect of the fifth rib, and that a linear density was demonstrated from t9 of the thoracic spine extending to the right upper quadrant of the abdomen, overlaying the lateral aspect of the 11th rib in a diagonal direction. However, the identity of the port-a-cath and the presence of detachment could not be confirmed. Visual inspection identified a complete circumferential break located on the port stem, as well as three partial splits on the fragment of catheter remaining on the port stem. Microscopic evaluation found no distinguishing marks on either end of the detached catheter segment. Therefore, as it is likely that the damage under the cath-lock was caused by the same event, the investigation is confirmed for a break with embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that a port catheter had detached and migrated to an unknown location. It was further reported that the device was removed by interventional radiology. The patient status is unknown.